Event description:
A (B)(6) white non-hispanic male who underwent orthotopic heart transplantation and removal of his biventricular assist devices on (B)(6) 2017. He had significant right ventricular failure several hours later and was transported from the operating room to the cardiac catheterization lab where he underwent protek duo 29fr insertion on (B)(6) 2017 with trans-esophageal echocardiography (tee). The patient received 8000 units of heparin in the cath lab during the protek duo insertion procedure. Following this procedure, he had significant post-operative mediastinal bleeding and returned to the operating room for exploration. Blood and clot within the mediastinum were evacuated. There was significant bleeding from the pulmonary artery anastomosis, likely caused or exacerbated by the large caliber protek duo cannula. The bleeding was easily controlled with 4-0 prolene sutures and the event was resolved without sequelae on (B)(6) 2017.